Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the middle portion of the left anterior descending artery. During the procedure the 10mm x 2.75mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.